Event description:
It was reported the patient had an infection at the ipg pocket site. It was reported the patient removed his own sutures, and the wound had opened exposing the ipg. The physician opted to remove the entire scs system and placed the patient on oral antibiotics. The infection had resolved, and the patient had undergone an additional implantation procedure following the resolution of the infection.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product. However, the nonconformance was identified as a cosmetic issue, and product integrity and functionality met the final acceptance criteria. The DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.